Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to greater than 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked. In addition, the pod was reported to have been leaking insulin during wear. As treatment, the patient administered several correction doses and then applied a new pod.